Event description:
Boston scientific received information that during a pulse generator change out for normal battery depletion, the right ventricular lead and this right atrial lead were both noted to be stuck in the device header. Additionally, high thresholds had been noted on this lead prior to the procedure. During the attempted removal of this lead from the header, the insulation pulled back from the terminal pin and would not exit from the heart. The lead was cut with the terminal section remaining connected to the explanted device and the distal portion remaining implanted and capped in the patient. A new system was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
The lead was partially abandoned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead returned proximal lead segment was performed. The returned device header showed this lead still stuck in the header as well as body fluid. Detailed analysis indicates this may be evident of adhesions on inner seals of the header. Laboratory analysis also noted blood in header barrel and possible sticky lead seal rings that could have contributed to removal difficulty. Additional inspection of lead terminal connector showed half of set screw mark on terminal pin and no signs of set screw mark noted on terminal ring however there is a set screw mark on the molded insulation just proximal to the terminal ring. This observation may indicate an inadequate insertion of lead into device header which could result in the higher thresholds noted on the lead. No additional testing was performed.